Event description:
It was reported that the 4-40 stud broke off while putting on the disposable prior to the colon resection case. The handpiece was replaced and the case was completed successfully with no patient consequence.